Event description:
It was reported that lead was explanted and replaced due to insulation anomaly.

Manufacturer narrative:
Internal insulation abrasion was noted at 14.0-15.2cm and 16.3-16.5cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 11.8-12.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.